Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device, as it has been over 15 years since the device was manufactured. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. Per the legal manufacturer, the other device defect included in the initial medwatch has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera video system center that the light intensity cannot be adjusted, image problem. The issue was found during pre-use inspection of the device. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. Additional evaluation findings were as follows: the video connector has contact corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.